Manufacturer narrative:
Failure analysis found unresponsive buttons due to unlocked connector at lcd board. Failure analysis was unable to perform displacement test due to unresponsive buttons. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was becoming unresponsive on the insulin pump. Customer's blood glucose was 115 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.